Event description:
The pump was returned for investigation. Investigation revealed the pump is not detecting correct force. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump powers on with audible and vibratory sounds. A load, rewind and prime sequence was performed successfully with no issues. The pump was exercised for 24-hrs on a 1.0u/hr basal program, no alarms or warnings occurred during this time. A review of the black box and alarm history shows no alarms related to the complaint. The daily insulin delivery totals add up correctly and reflect the users programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. There was patient negligence issue - pump subjected to conditions outside specifications. (B)(6).